Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. Unknown date in 2018. Unknown date in (B)(6) 2018. Initial reporter is a synthes affiliate. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that in (B)(6) 2018, osteosynthesis with variable angle- locking compression plate (va-lcp) system was applied. During medical follow-ups, it was found on an unknown date that two locking screws, which were inserted two medial holes at the most distal, had been broken at the neck. On an unknown date in (B)(4) 2018, explant surgery was performed. The surgeon noted, the locking mechanism of a plate did not function as the broken screws could not secure the plate, which led to displacement of the fractured area. It was also noted, there was a gap between the distal side of the plate and the bone, which might have put much stress to the screws. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 04.111.620s; lot: l286715; manufacturing site: mezzovico; release to warehouse date: 09.feb.2017; expiry date: 01.feb.2027. The device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Complaint summary: it was reported that during follow-ups, it was found that two locking screws, which were inserted two medial holes at the most distal, had been broken at the neck. The explant surgery was performed and the surgeon noted that the locking mechanism of a plate did not function as the broken screws could not secure the plate, which led to displacement of the fractured area; and there was a gap between the distal side of the plate and the bone, which might have put much stress to the screws. Flow: device interaction/functional. Visual inspection: the plate (part 04.111.620s, lot # l286715 , mfg 09.feb.2017) was received at us customer quality (cq) with signs of implantation and explanation in the form of slight thread damage and light scratches over the entirety of the device. While this is not consistent with the complaint condition, the overall complaint is confirmed. The complaint condition of loose/migration could not be confirmed as medical images were not returned. Functional test: a functional test could not be completed because the complaint condition is related to a patient specific in-situ event. The complaint was not able to be replicated. Dimensional inspection: dimensional analysis could not be performed as relevant features (threads) are significantly deformed from post manufacturing damage, likely associated with removal surgery. Document/specification review: the design drawing for va-lcp two column drp 2.4. Volar was reviewed. DHR review showed no nonconformance records (ncrs) were generated during production. Conclusion: the complaint condition is confirmed as the device was received with thread deformation. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device loosened/migrated due to issues surrounding the breakage of the screws securing the plate. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.